Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an auxiliary drawer was associated with a suspected damaged back cable that intermittently shorted the system. During the event, the screen displayed an "ac power failure - shutting down" message, and the device powered down. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was randomly rebooting. A field service engineer (fse) replaced the auxiliary pyxibus cable, the all-in-one (aio) pc, and the power supply. After replacing the auxiliary cable and aio pc, the station rebooted immediately during startup. Once the power supply was replaced, multiple reboot cycles and random drawer access tests were performed, and the issue could not be reproduced. Additional verification was done using the hardware test application and by performing random drawer access through the station application. The system functioned as intended after the field service engineer repaired the device.